Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1400 mg/dl. Cause of bg level was not known. Customer alleged that the continuous glucose monitor values were inaccurate due to a non-tandem sensor issue. Reportedly, customer "fell down flight of stairs" and "received cuts/bruises to all limbs and torso". Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with "one bag of saline", "insulin drip", and "prescribed medication". Customer was discharged 3 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.